Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation and the internal conductor wires were exposed. Potential fragments may be missing. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The probable root cause was attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.